Manufacturer narrative:
(B)(4). Batch # n57697. Additional information was requested and the following was obtained: did the device perform as expected, however the patient¿s tissue did not hold? No. Was this issue observed visually or was a leak test performed? No. Where within the gap setting scale was the orange indicator prior to firing? Was in range. What confirmation was received that the device was fully fired? None, didn¿t fire. Did the device staple? No, wasn¿t used. Locked out. Were there any staples missing from the staple line? Na. What was the shape of the deployed staples (b-formation, irregular, legs straight)? Na. Did the device cut? No. Was the cut line fully circumferential around the target tissue? Na. If the device fully cut, were both tissue donuts present? Na. If the device fully cut, were both donuts complete? Na. Was the safety reset prior to removal? Na. After firing was the adjusting knob turned ½ to ¾ revolutions? Na. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Na. The analysis results found that the cdh29a device arrived with no apparent damage with tissue present. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition the firing on the washer can be appreciated as if it was performed over existing staples. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the rep during a sigmoid resection the device was fired and the anastomosis was not completed. The surgeon could not get the safety to release so he could not fire the device. The indicator was in range when they closed it. They released the device and removed it from tissue. A competitor's device was used to complete the procedure. There were no patient consequences reported.